Event description:
One pt sample with discrepant hemoglobin results when compared to another method. Initial result gave 16.3 g/dl; repeated twice giving 15.8 and 14.9 g/dl respectively. Same repeated by another method gave 13.2 g/dl. If add'l info is received, appropriate notification will be provided.